Manufacturer narrative:
The device was not returned for analysis. The sterilization records were reviewed and no nonconformities were found. Nevro does not have any information regarding the location of the infection. This event occurred 4 months post implant procedure. It is unlikely that the infection was device related. Device is not available for return.

Event description:
It was reported to nevro during a patient's follow up that a patient had acquired an infection 4 months post implant. The patient was hospitalized and the device was explanted. The patient was given IV antibiotics. The follow up report indicated that the patient has recovered without sequelae and is waiting for reimplant.